Event description:
It was reported that the customer had a no delivery alarm on the insulin pump during bolus. Customer's blood glucose level was 125 mg/dl. Troubleshooting was not possible because the no delivery alarm was resolved by set, reservoir, or complete set change. Customer was advised to call back when the alarm occurs again. No additional info provided.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4 )mfg site has been assigned a medwatch number from the (B)(4).